Event description:
Reporter alleged customer obtained discrepant back-to-back blood glucose results of 236, 158 and 87 mg/dl when all tests were performed at the same time on the compact plus system. Reporter stated customer took their normal oral diabetes medications less than 5 minutes before the comparison. No other actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.